Manufacturer narrative:
This report is for five (5) unknown screws. Part#, lot# and UDI # is not available. Exact date of implant is unknown. Device was implanted in (B)(6) 2016. Exact date of explant is unknown. Device was implanted in (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. This report is for five (5) unknown screws. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was operated in (B)(6) 2016 and a variable-angle (va) distal tibia plate was implanted. In (B)(6) 2017, the patient was re-operated as five distal 2.7mm va locking screws were broken. Patient and surgery outcome were not reported. Concomitant device reported: 2.7mm va-lcp distal tibia l-plate/6 holes/left (part# 02.118.305, lot# unknown, quantity 1) this report is for five (5) unknown screws. This is report 1 of 1 for (B)(4).